Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display and a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was alarming but did not see which alarm due to screen was blank. Customer also reported that the insulin pump buttons were unresponsive. No troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify keypad anomaly due to display anomaly. Unit received with minor scratched display window, case and keypad overlay.